Event description:
The firm represents a facility in connection with its year 2000 ("y2k") remediation program. The facility is a customer of spacelabs medical and owns a significant number of biomedical devices manufactured by spacelabs. They obtained from spacelabs the vendor prescribed test plans for date-sensitive biomedical devices for purposes of y2k readiness testing. Rptr is writing because the facility is concerned that certain test protocols have yielded results at variance from those that your test plans indicate. According to the biomedical tech's test report, during the p2 (century rollover with power "on") test, in which the time is set to 23:59 and the date is set to 12/31/99, then waiting one min for the date to rollover, the expected results were: time: 00:00, date: 1/1/00. The actual results, however, were: time: 00:00, date 1/1,:0. The :0 will remain on the displayed date and will print that way until the year function key is manually pressed. The facility understands from spacelabs' tech support that spacelabs is aware of the situation with the :0 for the displayed year. Spacelabs' test protocols and compliance statements, however, fail to advise that the year function key must be manually pressed to display the correct year (00) and that spacelabs has no plan to fix this problem. Further, according to the biomedical tech's test report, during the leap year rollover and the day after leap year power down tests, it was discovered that the date would not be retained after the unit is powered down. During the leap year rollover test, the time and date rolled over properly (2/28/00 to 2/29/00), but when the unit was powered off on 2/29/00, the date reverted to 2/28/01. During the leap year power down test, the time and date rolled over properly (2/29/00 to 3/1/00), but when the unit was powered down on 3/1/00, the date reverted back to 2/29/00. The facility understands from spacelabs' technical support that spacelabs is aware that these units are not able to retain the correct date after the units have been powered off. The facility further understands that spacelabs' position is that it will not fix this problem and that resetting the date and time will be a user function. Based on the facility's testing using spacelabs' furnished test plans, they believe that the compliance info and test protocols provided by spacelabs for the stated equipment do not conform with spacelabs' own understanding and policy concerning this biomedical equipments' y2k readiness status. The facility discovered this variance through its own diligence in testing this equipment to confirm spacelabs' readiness disclosures. Unfortunately, it is their understanding that many hosps do not plan to do such testing, and instead are relying solely on vendor compliance info. The facility is alarmed that spacelabs' failure to provide accurate readiness info for this bomedical equipment poses a potential health risk.